Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads were electively capped and replaced for low impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.